Event description:
It was reported that the right atrial lead was oversensing far-field r waves (ffrw) and a couple other odd sensed events. It was then reported that reprogramming will be done at the patient's next visit to get rid of the ffrw oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.